Manufacturer narrative:
The implant was fractured probably due to overload. There are no indications that the problem is related to the ankylos products. This event is reportable per 21 cfr part 803. The implant fractured about 8 mm below the implant shoulder. We only received the upper implant fragment, on which nearly no bone adhesion is visible. This implies that the implant was disintegrated down to the level of the fracture. This degradation increased the lever arm and thus the forces that worked on the implant cross-section. Upon investigation of the fracture surface no material defect or production error was detected. The implant was part of a tooth supported double crown. The prosthetics show strong signs of use.

Event description:
According to the available information, a (B)(6) male patient received one ankylos dental implant on (B)(6) 2007 in regio 12 (fdi # 24). The implant was connected to a natural tooth in regio 11 (fdi # 23) with a bridge construction. On (B)(6) 2021 was lost.